Manufacturer narrative:
The touchscreen was not working (no images). The cables/loose connection were reset and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the touchscreen was not working. There was no patient present.